Manufacturer narrative:
H2 additional information: updated a2, b5, and fdd codes. Additional fdd: a13 was coded for images "not optimal for stealth", irregular spacing and thickness, and missing slices. A1102 was coded for "not optimal for stealth". H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
With the archive images provided, it was found that they were "not optimal for stealth." And they had irregular spacing and thickness. The missing slices would have made it extremely difficult to perform an accurate trace on this model. Technical services indicated that it was likely that the site needed to just follow the imaging protocol.

Manufacturer narrative:
H2) additional information added to b3 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy amount was confirmed unknown and the patient was confirmed unknown. The correct event date is 2026-feb-27.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that during a case, after the trace, it was noted that the green circle for the trace was where the surgeon wanted it to be. When checking verification, he noticed the accuracy was way off from where he thought it was. He went back to redo the trace and found that he was experiencing difficulty completing registration. At some point during the registration he found that the instrument was tracking points in floating space above the patient. The surgeon rebooted the system and after was able to complete a successful registration and was able to continue with the case. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.